Event description:
It was reported that three months post catheter placement procedure, the plastic hub at the end of the line allegedly got separated and could not be pushed back together. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows a partial view of a distal portion of the extension leg of a hickman s/l catheter. Clamp was noted on the extension leg. The white hub of the catheter was found partially detached from the crimp collar of the catheter. Therefore, the investigation is confirmed for the reported detachment issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 05/2025).